Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736. A medtronic representative went to the site to test the equipment. Testing revealed that during the case, the rep noticed the straight suction appeared accurate within 2mm, which corresponded to the yellow zone of accuracy. It was also noted that the straight suction had difficulty verifying due to the long length between the flat emitter and the instrument tracker. However, when the straight suction was introduced into the nasal passage (and thus closer to the flat emitter) the suction began tracking appropriately. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. \b01, c10 and d02 apply to the system checkout. B01, c19 and d15 apply to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery. It was reported that the system was inaccurate and was having trouble tracking instrument throughout the tracking volume. The surgeon felt the system was off by 2mm. A manufacturer representative (rep) noticed that the break out box was placed directly under the flat emitter and helped the site add several touch points, which the surgeon then matched to the best of their ability. The registration accuracy value then dropped from 1.5 to 1.1 with larger green and yellow zones of accuracy. The surgeon tested accuracy and found the accuracy to be improved enough to continue using the system. The straight suction continued to have problems verifying and tracking due to high interference values while in the divot (3.6-3.7). It should be noted that whenever the straight suction got closer to the flat emitter, the interference values dropped to 1.5 and it began tracking appropriately. There was a delay of less than 1 hour and no impact on patient outcome.